Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 286mg/dl at the time of the incident. The customer reported that they were having trouble with pump. They called on friday for power loss message. The customer reported that this morning pump was not working at all. The pump was blank when customer was pressing the buttons. The insulin pump will not be returned for analysis.